Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited oversensing due to electromagnetic interference. Lead polarity was changed to bipolar with 1 mv sensitivity.